Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance with a factory reset of the ilet system due to concerns about nighttime low glucose reported at 39 mg/dl, while clinical staff indicated the user had infrequent lows, treated with oral glucose, and frequent use of less-than-meal announcements associated with subsequent highs reported at 314 mg/dl. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s clinical team and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.